Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, a system advisory displayed when the laser mode was changed to ready mode. The laser footswitch connector was checked. An attempt was made to reboot the laser, but the issue remained. The procedure was aborted. After the device was repaired, a secondary surgery was performed later on the same day to complete the case.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The pcb was received for evaluation. A visual assessment of the returned sample revealed no obvious visual nonconformity. The returned pcb was installed into a calibrated system and the issue was replicated. Further evaluation found the component to be the root cause of the reported issue of laser system message. The root cause of the reported event of laser system message can be attributed to a nonconforming component. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections a.1, a.3, b.5, b.7, d.9, h.3 and h.10. A sample has been received at manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that a system message was displayed and an attempt was made to perform laser in the patient's left eye, but it failed and the system did not start. Diathermy coagulation was performed in the retina. Postoperatively, laser coagulation under gas was performed three times at outpatient. On post-op follow up, no re-detachment was confirmed.